Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code 802 was confirmed as failure code 802:20 during product evaluation. The assignable cause was determined to be a foreign object in the pumphead module unit. The debris was removed to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and determined the ui membrane was damaged and changed, and it passed subsequent testing. Similar reports have been received for the reported problem. The root cause investigation is in progress. This device is a p1.7 colleague pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 802. It is unknown when or in which care area this event occurred. This condition had the potential interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.